Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 1.7, lab: 3.9. Time between testing was reported is unknown. Patient's therapeutic range is unknown.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user complaint was filed: date: (B)(6) 2013, inratio meter = 1.7 inr, reference = 3.9 inr, mean = 2.80, confidence limits = 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. Reference value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. In-house therapeutic donor testing has been performed on reported lot 291809 on (B)(6) 2013. Results as follows: donor: (B)(6) inratio: 2.0, inratio: 2.0, inratio: 2.0, ref.: 1.84, bias-thresh.: 1.34 - 2.34, %cv: 0; donor: (B)(6), 1.7, 1.7, 1.7, 1.66, 1.16 - 2.16, 0. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4)); no further action is required at this time. This issue will be subject to tracking and trending.